Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up, externalized conductors were observed via diagnostic imaging. All electrical paramters were normal. The patient would be monitored until the device reaches normal eri - approximately 8-9 months - the lead would be considered for replacement.

Manufacturer narrative:
No medwatch form was received.